Manufacturer narrative:
Section e3: corrected section g3 - PMA: corrected manufacturer's investigation conclusion: the reported event of no external power events was confirmed via the submitted log files. On 02dec2024 from 03:28:52-03:28:55 and 10:46:11-10:46:16, the log file captured low voltage hazard and no external power alarms while connected to the mobile power unit (mpu) due to the relative state of charge (rsoc) voltage dropping below the alarm thresholds. The alarms resolved when power was restored to the unit. The backup battery supported the system during these events without issue. On 03dec2024 from 01:02:02-01:02:23, the log file captured low voltage advisory alarms due to the rsoc voltage on the white power cable dropping below the alarm threshold while the white power cable was connected to the mpu, and the black power cable was connected to a 14v battery. The alarms resolved when the white power cable was connected to the battery power. These events are consistent with losses of power to the mpu. The no external power events did not impact the system controller¿s ability to support the pump and there were no other notable events captured on the reported event dates in the log file. A root cause for the reported event was not conclusively determined through this analysis. The device history records were reviewed and the records reveals that the heartmate mobile power unit (mpu), serial number (B)(6), was manufactured in accordance with manufacturing and qa specifications. The mpu was shipped to the customer on 16jun2021. The heartmate 3 instructions for use was available for use at the time of the event. Section 7 ¿alarms and troubleshooting¿, includes how to identify and resolve low voltage and no external power alarms. The heartmate 3 instructions for use section 3, entitled ¿powering the system¿, advises users to transfer to another power source and not rely long term on the system controller¿s backup battery if the mobile power unit loses power. The heartmate 3 patient handbook which was available for use at the time of the event, cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
D4: the expiration date and manufacture date (h4) cannot be determined. The primary UDI number in d4 is reflective of all available information. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that there was a no external power alarm while the patient was on the mobile power unit (mpu). The patient believed the cord may have been unplugged. The event log captured a couple instances of low voltage hazard/no external power while the mpu was used. These occurred on (B)(6) 2024 at 03:28 and 10:46. It also appeared that the mpu lost total power which enabled the backup battery (ebb) in the system controller until power was restored to the mpu. Each event lasted just several seconds. No other unusual events were noted in the log. The mpu had a v-lock connector on the alternating current (ac) power cord. The patient thought the ac power cord was loose on the unit. There were no environmental circumstances that would have affected ac power at the time of the event. The mpu was exchanged/removed from service. The mpu would not be returned.